Event description:
The facility reported to baxter "weight was misprogrammed as pounds instead of kilograms". The incident was further described. "Noted that weight programmed into pump was in pounds not kg. Pt was receivingn less levophed than caregivers thought. Why is there the option to use pounds when all treatment is done using the metric system".